Event description:
It was reported that revision surgery and a washout was performed on knee due to infection. Insert was removed.

Manufacturer narrative:
The associated genesis ii constrained articular insert was not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record and sterilization documentation review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.